Event description:
An arterial catheter was placed in the left radial artery. A good blood return and wave form were noted immediately after insertion. The next day the catheter was not functioning appropriately (poor wave form and blood return). An attempt was made to rethread the catheter with a new guidewire. Resistance was met while attempting to insert the guidewire into the catheter. The catheter was uplled out and a portion of the original guidewire was found inside the catheterdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.